Manufacturer narrative:
(B)(4). The customer reported that the device was shutting on and intermittently. There was no reported pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was shutting on and off intermittently. There was no reported pt impact.